Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system developed an infection that led to endocarditis and sepsis. Testing determined that the infection was caused by staphylococcus aureus. The system was explanted. No additional adverse patient effects were reported.